Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and may have contributed to the reported complaint. It is possible that the balloon interacted with the stent implant and/or the calcified lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture cannot be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconformance issues with this lot. A query of the complaint-handling database was performed and revealed no other incidents reported for balloon ruptures from this lot.

Event description:
It was reported that the voyager nc balloon ruptured at nominal pressure during use in the calcified distal left anterior descending artery (lad). Another balloon of the same size was used to complete the post-dilatation with success. No adverse patient effects were reported. No additional information was provided.